Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b medical device model . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket in the refrigerator would not open, storage space failure. A field service engineer stated that the user was able to restart the station and perform a dissipation shutdown and restart of the refrigerator, which led to a successful recovery of the device's storage space. The user reported successful recovery and confirmed that the storage space was functioning properly. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, user mentioned that their pyxis pocket 1 is malfunctioning, and it will not unlock. Their technician mentioned they tried to troubleshoot by rebooting the station and disconnecting the battery as well, but issue is still not resolved. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, user mentioned that their pyxis pocket 1 is malfunctioning, and it will not unlock. Their technician mentioned they tried to troubleshoot by rebooting the station and disconnecting the battery as well, but issue is still not resolved. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.